Event description:
Healthcare professional reported, bilateral rupture. The devices were explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported, event of material rupture. And failure of implant was received on (B)(6) 2021, with lot number 1748209. Visual analysis of the returned device identified, the device was broken shell and red particles material was found on the shell. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, broken sharp. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge broken in the side posterior assessed, as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported right side rupture. The device wasexplanted.